Manufacturer narrative:
The complaint device has been returned. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause has not been identified. An evaluation will be performed, and a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the glidewell ht implant failed. It was reported that the patient has a history of smoking and parafunction. The patient's bone quality is type 2, and their oral hygiene is good. On (B)(6) 2024, the patient presented for a primary procedure on tooth #11. On (B)(6) 2024, before the second stage of surgery the patient presented with inflammation, pain, fibrous tissue around the implant, and abnormal bone loss around the implant. The provider determined there was a failure to osseointegrate and explanted the device. The symptoms resolved after removal. The implant was not replaced. The site was grafted, and no further injury was reported.